Manufacturer narrative:
Additional details and product samples from the procedures involved in this report have been requested from the physician. To date, the only information received is that the lot of product suspected to be involved in all occurrences. No other complaints have been received for this lot number and a review of the DHR indicates all products met required specification at the time of release. If any additional information is obtained, a follow-up will be submitted.

Event description:
The physician reported multiple occurrences of thrombus extensions with the use of the closurefast catheter.